Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had image black screen. The issue occurred during reprocessing for an unknown procedure. The facility finished the procedure with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G2 (unmark company representative and health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer¿s allegation was not confirmed. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.